Event description:
Event description cpi received information that this endotak downsize plus (dsp) lead was removed from service because it had dislodged two days after implant. It was replaced with another (dsp) lead on 08/09/96.